Event description:
It was reported that the user contacted support after calling emergency medical services, with the event described as hypoglycemia of unclear cause and no device alerts or alarms reported. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included need for ems involvement, with no admission information provided and no reported long-term impairment. Investigation included collection of event details and a request for additional information from the user after recovery. Investigation of this case revealed no confirmed device malfunction or component failure and no corroborating alarm history, with the cause remaining unclear pending further details. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.